Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Evaluation confirmed the reported problem through the causality of a faulty ultrasonic sensor. The event history log (ehl) review was performed and confirmed that the customer experienced "air-in-line" error. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false air in line alarms. There was no patient involvement associated with this event. No additional information is available.